Event description:
It was reported an external blood leak was observed originating from the header cap of the revaclear 300 set one hour into hemodialysis therapy. The non-baxter machine did not alarm. The volume of blood lost was approximately 150-200ml. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic sample, showed blood visible inside the housing and in the header cap area which is indicative of an internal blood leak not an external leak as previously reported. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.